Manufacturer narrative:
The insulin pump failed displacement and motor error alarm noted during rewind due to motor encoder out of phase. Unable to complete functional testing due to motor error alarm. A47 alarm noted due to corrupted history file. Unable to confirm e70 alarm due to several a47 alarms noted in alarm history screen. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. It was reported that the insulin pump alarmed a motor position encoder error. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.